Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties and shaft damage occurred. In 2005 the target lesion was located in the mid right coronary artery (rca), which was described as 90% occluded. The taxus express2 3.5 x 20 mm drug eluting stent was met with resistance while trying to be advanced. The decision was made to remove it so that the lesion could be re-dilated. The shaft of the catheter tore when it was met with slight resistance while moving it over the wire. Once the entire system was outside the body, the shaft was noted to be ruptured. There were no reported patient complications.